Event description:
It was reported that during a da vinci lower anterior resection procedure, the surgical staff alleged that a harmonic ace curved shears insert accessory used in conjunction with the harmonic curved shears instrument had come off and fell into the patient. The shears insert was retrieved successfully with the use of a laparoscopic grasper. The planned surgical procedure was completed with no patient harm, adverse outcome or injury.

Manufacturer narrative:
The harmonic curved shears instrument was returned and evaluated without the shears insert at the time of receipt. Per the customer reported complaint, failure analysis investigation found a missing teflon pad from the harmonic curved shears instrument. The missing teflon pad was not returned with the harmonic instrument for analysis; therefore, root cause analysis could not be determined. The cause of the damage, however was likely due to mishandling/misuse. There was no other damage found. The da vinci harmonic ace curved shears instructions for use specifically states: general precautions and warnings - avoid contact with any and all metal or plastic instruments or objects when the device is activated. Contact with staples, clips, or other instruments while the device is activated may result in cracked or broken blades, which may be identified by a generator solid tone or an instrument error. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.